Manufacturer narrative:
(B)(4).

Event description:
Dexcom representative contacted dexcom technical support on (B)(6) 2015 on clinic's behalf to report intermittent out of range on (B)(6) 2015. At the time of contact the dexcom representative did not report any injury or medical intervention.